Manufacturer narrative:
Results: the power inlet on the back of the pump max was loose. Conclusions: evaluation of the returned pump max revealed that the power inlet was damage. If the power cord is inside the power inlet and subsequently, the back of the pump max is impacted, damage such as the power inlet may occur. During the functional test the pump max was plugged in and power on and functioned without an issue. Penumbra pumps are visually inspected and functionally tested during incoming inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure. During the procedure, the hospital technician noticed the power inlet on the penumbra system aspiration pump max 110 (pump max) was loose while plugging it in for use. The procedure was completed using the same pump max. There was no report of an adverse effect to the patient.